Event description:
A home patient (hp) contacted baxters technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hps homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the hp was utilizing 2 extension lines in combination with a standard homechoice set and had left the clamp closed on the patient line of the homechoice set during priming. Baxters tsc assisted the hp in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hps nurse.